Event description:
The dealer states the device has a loud compressor the device shuts down after alarming. The dealer also states the unit was just repaired 2 months ago. No further information available.